Event description:
This event was reported as 2+ mitral regurgitation noted on tee. Just prior to closure of the pt's chest, a tee was performed and revealed that the leaflets were not coapting properly. The pt was on bypass an extra two hours. Dr. Stated nothing grossly wrong with valve. Pt is doing well. No further info was provided.